Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a columbus rev f mc glid.surf.t2/2+ 18mm (part # nr124m) was implanted during a total knee arthroplasty (tka) procedure performed on an unspecified date. According to the complainant, the knee implant dislocated postoperatively on (B)(6) 2022. The patient underwent a revision surgery on (B)(6) 2022. Reportedly, the device was replaced with a similar implant. The complaint device was not available to be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. The adverse event/malfunction is filed under aic reference (B)(4).

Event description:
Investigation complete.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.